Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Visual inspection: upon analysis of the received pictures, it was observed that the device housing in the area surrounding the mains voltage connector was burned, along with the mains cable itself. Conclusion: the defect could be confirmed. The described error pattern could be comprehended in the pictures. The error pattern could be retraced to a liquid damage. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: ""during the infusion of a therapy, the station was not charging the pump's battery, and the control panel of the patient box to which the station was connected indicated an anomaly of some device. The nurse proceeded to check all connected devices, and at the moment of checking the station's power supply, a fire occurred at the entry port of the power supply cable, with the development of smoke and flames."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4).